Event description:
It was reported that when attempting to insert the twinfix ultra pk 4.5mm suture anchor the suture anchor broke. Two prongs of metal broke off the inserter handle. One prong was able to be retrieved by surgeon, however unable to locate the second prong. Search completed and x-ray ordered. No metal found on x-ray according to technician. No significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. If relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.